Event description:
It was reported to philips that there was an image storage problem with the ip-pc. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. Remote service engineer (rse) checked with customer and customer reported that device cannot expose or save image. Upon testing, fse identified the cause of the problem was free space low and found the connection between ippc hdd bay and hard disk was poor. To resolve the issue, fse unplugged hard disk and re-inserted it, after reinstallation of hard disk was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.